Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a high capture threshold was noted on the right ventricular (rv) lead. During an unrelated procedure, the physician noted insulation damage on the rv lead. The rv lead was capped and replaced. The patient was stable.